Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely to the clinic with the right ventricular lead exhibiting noise. The patient was brought to the clinic for isometric testing where noise was confirmed on both the right ventricular and atrial leads. The physician decided to continue to monitor the patient. The patient was reported to be asymptomatic.

Event description:
New information received noted that the patient returned for the scheduled follow up on 11/15/2018. The clinic reprogrammed the atrial lead and turned off ventricular pacing due to presence of the patient's intrinsic rhythm. The patient was scheduled for regular remote monitoring.